Event description:
It was reported that the screws were not staying engaged with the screwdriver blade during loading and insertion.

Manufacturer narrative:
Investigation in progress but not yet complete.